Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device is still implanted; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation found no deviations or non-conformances that would have contributed to the reported complaint. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure.

Event description:
Study tr 0147: the nexsite device was successfully implanted on (B)(6) 2015. At the 30 day study review on (B)(6) 2015, it was discovered that the patient had been administered antibiotics in the previous month for a moderate fever. It was thought that the patient had a potential crbsi (catheter-related bloodstream infection). On (B)(6) 2015, the patient was given one IV dose each of vancomycin and cefepime to treat the fever. The fever resolved on the same day. No action was taken with the study device and the relationship to the study device was unlikely. Two central blood cultures were taken on (B)(6) 2015 and the results were negative.

Event description:
On (B)(6) 2015 drainage from the exit site/an exit site infection was reported. Blood cultures showed no growth for 3 days while wound cultures found a few polys but no organism. This wound was re-cultured and a moderate staph aureous infection was found. The catheter was removed on (B)(6) 2015. Vancomycin 2gm was to be given 3 times/week for 1 week. Repeat blood cultures on (B)(6) 2015 showed no growth. This was an exit site issue / infection rather than a crbsi (catheter-related blood stream infection). The patient is currently stable and dialyzing with a non-study catheter.